Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a piece of rubber tore off while penetrating a vial using a bd¿ blunt fill needle resulting in foreign matter in the fluid path. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: a sample was received in the (B)(4) for evaluation. A coring test was performed on the needle provided. The needle tested was rated at # 2 which is acceptable per the (B)(4) rating system. The heel area of the grind was observed on the sample and was found to be properly de-burred and met the requirements. There were zero notations made in the past 12 months at post-soniclean to indicate coring. A DHR review was run for part number 8002682 for the 12 months. No notifications were written for coring issues. Qn review: a notification search was run for part number 8002682 for the 12 months. No notifications were written for coring issues. Possible root cause: since the samples meets the designed requirements, it is probable that method of use contributed to the coring. If corrective/preventative action not required, provide rationale: since the sample meets the designed requirements, no corrective action will be performed.